Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. Should device become available, a follow up report will be submitted.

Event description:
The event involved an unspecified spinning spiros and max zero needleless connector. The customer reported that during task of connecting the spiros male luer connector to the needleless connector that the spiros "unwinds" itself from the needleless connector when the end of the spiros has any moisture (primed med) on tip. The device was removed from care area and sequestered. There was unknown patient involvement; harm was not reported as a consequence of this event.